Event description:
On (B)(6) 2013, the patient underwent treatment of bilateral internal iliac artery aneurysms with two gore excluder aaa endoprostheses. Both devices were implanted with no reported issue. Intra-operative angiography showed a lack of blood flow going into the left leg, and it was thought an endoleak was the source of the poor distal blood flow. An additional device was implanted for proximal extension, but the blood flow did not improve. Fluoroscopy was then performed, showing that the contralateral leg component had been deployed outside of the contralateral gate. An attempt was made using a balloon to maneuver the device back into the gate, but this was unsuccessful. The physician elected to perform a femoral-femoral bypass to restore blood flow, and the left internal iliac artery was ligated. It was reported the left internal iliac artery was not fully excluded at the end of the procedure. No further adverse events were reported, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.